Event description:
The account stated that the brakes did not work properly. Both footend brakes were worn and wouldn't hold properly.

Manufacturer narrative:
The tech replaced both the foot end brake and brake/steer casters to repair the bed.